Manufacturer narrative:
Product event summary: at analysis it was noted that one bail and bail cover were missing, one bail cover and the lower case were cracked, and when the incoming test was performed the device failed on the resistance between the ventricular heart wire connection and the output connector (too high) and it was attributed most likely to a dirty heart wire contact. The unit was to be cleaned (including the heart wire connector) and inspected, the lower case, bail and bail cover were to be replaced and the unit was to be retested on the automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator was in need of repair. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.